Event description:
(B)(4). The essure devices were implanted 4 months after the birth of my child. The implantation procedure went well, I experienced some mild cramping and light spotting as expected. One month after they were implanted, I began experiencing: headaches, dizziness, joint pain, hormonal imbalance, severe pms, extensive ovulation pain, extensive pain during period, extremely heavy bleeding, hair loss, and scalp irritation/pain.